Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed motor error during the prime process. The customer's blood glucose was 210 mg/dl. The caller did not observe any significant events leading to the alarm. The caller stated that the customer had just changed the insertion site prior to the alarm, and the motor error alarm had occurred twice within the last 6 months. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.